Event description:
Pt with metastatic cancer status post exploratory laparotomy and hemicolectomy was being monitored hemodynamically post-operatively with an arterial line catheter. On 7/10/2000, the catheter became separated from the hub. A cut-down was performed at the bedside, but was unsuccessful in removing the catheter. The catheter was removed surgically in 2000 from the radial artery.